Manufacturer narrative:
Phone number: (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a pacemaker fault. Further information was requested. There was no reported patient involvement.